Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6)2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist checked the station and confirmed drawers were back online after reboot. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were offline, unable to log in and access the system because drawers were offline. The customer reseated the universal serial bus cable and restarted adapter, but the issue remained unresolved. However, there were no delay to patient care and adverse events or injuries reported based on this incident.